Manufacturer narrative:
However, the customer stated that the patient was an adult patient. The customer¿s report of an infusion malfunction was confirmed. Physical inspection of the device noted no damage or any anomalies. Review of the pcu event and error logs was performed. The customer reported that a pump module experienced an ¿infusion malfunction¿ and stopped infusing. The date of the event was reported to be on (B)(6) 2019 at 9:18 pm. Log analysis of pump module s/n (B)(4) shows on (B)(6) 2019 at 6:51pm a remote IV was received for the dexmedetomidine as drug ID=228. The user selected a concentration of 400mcg/100ml, patient weight of (B)(6) kg, and a dose of 1.5mcg/kg/hr. The infusion program was started and began infusing at a rate of 30.4875ml/hr with a vtbi of 100ml. A short time later the user changed the vtbi to 90ml and started the infusion. At 9:18pm channel error 241.4140.0 (sensor broken low failure) occurred. This channel error recorded the following field data values in the logs: field1=26346181; field2=1311433. Field1 value translates to an a/d count of 709. The specification for this test is an a/d count of 713. Field2 value translates to a rawsamplecount: upper 16bit (20) + minreadingraw: lower bit (713 (ad count)). The infusion in progress stopped infusing due to the channel error condition. At 9:18pm the pump module was removed from the alaris system and then quickly added again. At 9:20pm the dexmedetomidine infusion was restored and the infusion started. Immediately upon starting the infusion a check IV set alarm occurred. Two additional check IV set alarms occurred immediately after the user had attempted to restart the infusions. At 9:23pm the pump module was powered off. Review of the pump module error logs confirmed only the one sensor broken low failure channel error (241.4150.0) noted above. Log analysis of pump module s/n (B)(4) shows on (B)(6) 2019 at 9:20pm an infusion of the drug vasopressin (bp/shock) was programmed as drugid=663. The user selected a concentration=40unit/100ml, and a dose of 0.06unit/min (rate=9ml/hr). The infusion program was started and began infusing at a rate of 9ml/hr with a vtbi of 40.277ml. Beginning at 9:20pm three (3) check IV set alarms occurred. The user pressed the restart key after the first two check IV set alarms. After the third alarm the user paused the device and then powered down the channel. At 9:21pm the user restored the previous vasopressin infusion and started the infusion. Seconds later another check IV set alarm occurred and the module was disconnected from the alaris system pcu. At 9:22pm the user restored another vasopressin infusion and started the infusion. Seconds later another check IV set alarm occurred. Two additional check IV set alarms occurred and then the user powered off the pump module. Log analysis of pump module s/n (B)(4) shows on (B)(6) 2019 at 9:22pm another infusion of the drug vasopressin (bp/shock) was programmed as drugid=663. The user selected a concentration=40unit/100ml, and a dose of 0.06unit/min (rate=9ml/hr). The infusion was started at a rate of 9ml/hr and a vtbi of 25ml. Immediately after starting the infusion a check IV set alarm occurred and the pump module was powered off. At 9:23pm the user restored the vasopressin infusion and started the infusion. Seconds later another check IV set alarm occurred and then the pump module was powered off. At 9:24pm the user restored another vasopressin infusion and started the infusion. Seconds later another check IV set alarm occurred and then the pump module was powered off and removed from the alaris system. Extensive testing of the pump module (s/n (B)(4)) could not replicate the 241.4140.0 channel error (sensor broken low failure). Functional testing of pump modules (s/ns (B)(4)) was also performed and was unable to generate any check IV set alarms using correct set loading practices. Test infusions were programmed and allowed to infuse for 36 hours with no alarms or malfunctions occurring during the test infusions. Testing was able to replicate a check IV alarm, but only when the infusion was started with no administration set installed. The proximate cause of the customer¿s report of an infusion malfunction and check IV set errors is believed to be related to administration set issues, however no administration sets were returned for testing.

Event description:
It was reported that at 21:18 the pump module experienced a ¿infusion malfunction¿ and stopped infusing the medication. One pump module had a primary infusion of dexmedetomidine 400mcg/100ml infusing at a rate of 1.5mcg/kg/hour since 18:51 without issue. Then on a second pump module at 21:20, the rn titrated vasopressin 40units/100ml infusion from a rate of 0.02units/minute to infuse at a rate of 0.06units/minute and immediately received a ¿check IV set¿ alert. This pump module had also been running since 20:18 without issue. The rn attempted restarting both pump modules multiple times without success. The vasopressin infusion was switched to a different module and then the pump module infusing the dexmedetomidine received a ¿check IV set¿ alarm. The nurse was finally able to get the vasopressin to infuse @ 21:25 and the dexmedetomidine infusion was successfully infused as well. The adult patient "coded" during the event, however the customer further stated that the patient has recovered since the event.